Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "stem loosened and subsided. Nothing fractured. Right side. No further information available due to hospital policy. A secur-fit advanced stem and biolox ceramic head were revised to a restoration modular stem construct and new femoral head.